Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator screen is unresponsive and it looked wet. At this time, there is no information regarding patient involvement associated with the reported event.